Event description:
High rv threshold measured. Measurement consistent with historical values. Rv output set to 5.0v at l.oms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).